Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). It was performed a chest x-ray to determine the root cause. It was confirmed that the lead was dislodged. The patient went to the clinic in order to get a replacement. A different right atrial (ra) lead was implanted. No additional adverse patient effects were reported.